Manufacturer narrative:
The customer requested that a philips remote service engineer (rse) provide additional assistance. No additional information has been received. Multiple attempts to obtain information on troubleshooting, evaluation, repair and patient/user involvement have not been answered.

Manufacturer narrative:
Date of report: 30jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported a problem with the philips ventilator type v200. It gives flashing in charging and mains. It is unknown if the device was in clinical use when the event occurred, but this information has been requested. There was no report of patient or user harm.